Event description:
The rptr stated that they did meter to lab comparison tests, approximately 1.5 hrs apart, in a fasting state. Rptr's meter reading was 182 mg/dl, and the lab test result was 147 mg/dl. Rptr did not have any symptoms. On follow-up, the rptr stated, that they use correct coverage; must use a magnifier to place blood on strip and check numbers, being "almost blind". Stated that they did not check with control on the strips in this case. Rptr had not cleaned the meter, and did not have control or strips for testing. No harm was alleged.